Event description:
A pt alleged experiencing inaccurate low results with a one touch ii meter. The pt's blood glucose results were 51mg/dl and 136mg/dl performed 10 mins apart with a difference of 75mg/dl. Pt did not experience any adverse events. No further info has been reported.